Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 paired with the dexcom app but initially failed to pair with the ilet, after which support guided a settings toggle and re-pair that resulted in connection; the user later reported inaccurate g7 readings compared with fingerstick values and chose to replace the sensor, with consideration of using bg run mode temporarily. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included continued therapy with the option to use bg run mode for short-term backup with fingerstick readings. Investigation included technical troubleshooting and user guidance on pairing and bg run mode usage. Investigation of this case revealed sensor-reported glucose values were inconsistent with capillary measurements, and the issue was associated with the cgm sensor rather than the ilet. It was concluded, based on previously established findings for similar reports, that the cause was cgm performance inconsistency leading to inaccurate sensor values, with ilet functioning as designed.